Manufacturer narrative:
During an onsite visit, field service engineer (fse) replaced z motor, e1 sensor, o ring on scanner lens , and vacuum pump assembly. Performed system verification. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that on some patients the distance diodes spread apart and the bed drifts down. The doctor has to readjust the bed to make sure the focal distance is correct. Additional information has been requested.

Manufacturer narrative:
Motor received. The reported issue is a known issue. Non conformance investigations were opened to address reported issues. The root cause was identified as patient bed mechanics. The z-motor was improved to prevent further issues. The root cause was identified as patient bed mechanics. The manufacturer internal reference number is: (B)(4).